Manufacturer narrative:
Corrected information in d2a, d2b and h6 (health effect - clinical code, medical device problem code). H6: patient code changed from no signs, symptoms or patient involvement to hemodynamic instability; pec changed from controller failure/error to sensing issue placement signal issue).

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. It was reported that during impella insertion, the automated impella controller (aic) displayed an optical sensor issue despite the impella being fully plugged in. No visual obstruction was noted on the connector or the console. A different aic was brought in and used to successfully complete the case.

Manufacturer narrative:
D6a and d6b should have been left blank.